Event description:
Report received from USA stating that there was a "hole in hose" of the device. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the report of hole in hose / cord damage was confirmed. The motor had a tear/cut near the connector end of the motor/ cord assembly. If additional information is received, a supplemental report will be sent. (B)(4).